Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty spare lamp could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: address - line 1: (B)(6). The device was returned and evaluated. Other than a faulty spare lamp finding, there were no additional issues reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user.

Event description:
The customer returned the evis exera ii xenon light source device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: spare lamp was not working; emergency lamp indicator was blinking. The issue was found during receipt inspection. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.